Event description:
During the insertion of the solex 7 catheter (lot #205902) to initiate ivtm therapy, the catheter could not be threaded over the guidewire. The customer tried an alternative guidewire with the same diameter as the zoll guidewire, but the issue persisted. Therefore, the customer suspects a narrow point in the solex catheter. The ivtm therapy was initiated and continued using the icy catheter. No patient injury was reported.

Manufacturer narrative:
The catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.